Event description:
It was reported that during a ureteric stone surgery the laser overheated and shut itself down and stopped working, therefore the patient's surgery was not fully completed. There was no injury to the patient. The patient may have to return for further surgery on ureteric stone.

Manufacturer narrative:
A review of the device history record for the reported stonelight laser confirmed that the device met all material, assembly and performance specifications. Analysis and repair of the device was performed on-site and the issue with the laser were confirmed. The output coupler (oc) lens and arc lamp were replaced, the laser was aligned, the de ionized (di) water was replaced, and a system calibration was performed. The system passed full functional and electrical safety testing. Based on the investigation the damage to the oc lens and failing arc lamp most likely caused the fault findings, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteric stone surgery the laser overheated and shut itself down and stopped working, therefore the patient's surgery was not fully completed. There was no injury to the patient. The patient may have to return for further surgery on ureteric stone.

Event description:
It was reported that during a ureteric stone surgery the laser overheated and shut itself down and stopped working, therefore the patient's surgery was not fully completed. There was no injury to the patient. The patient may have to return for further surgery on ureteric stone.